Manufacturer narrative:
The reported event of running after the trigger was released was duplicated by a manufacturer service technician during functional evaluation. Failure of the e-box can cause run-on, and is believed to be the probable cause of the reported issues. Maintenance was performed on the device and it was returned to the user facility.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Event description:
It was reported that the system 7 sag saw would not stop running immediately the trigger was released during performance testing at service. No adverse event was associated with the device.

Event description:
It was reported that the system 7 sag saw would not stop running immediately the trigger was released during performance testing at service. No adverse event was associated with the device.